Event description:
The field service engineer reports during a preventative maintenance, the fill/expel bar is moved to fill position, but the ram moves in reverse direction.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.